Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt twice on cheek. The pt was prescribed peridex antibiotic mouth rinse.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the pt twice on cheek. The pt was prescribed peridex antibiotic mouth rinse. During the analysis of the handpiece it was found that the bearings have been gritty and the backcap sticked in due to a dent in the head. This was putting pressure on the bearings causing head to heat up. From experience a dent in the head is the result of a drop of the instrument or a strike against it. User instruction request a test run before each use and states that the handpiece mustn't be used if it runs out of specifications. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).